Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional rx multi-link device is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, moderately tortuous de novo mid left anterior descending artery. Pre-dilatation was done with a 2.5x25mm trek. A 2.5x18mm multi-link 8 stent delivery system failed to cross due to the anatomy and during withdrawal the mid shaft separated. The device was simply withdrawn. The device was replaced with a non-abbott 2.5x19mm stent. A 2.5x28mm multi-link 8 stent delivery system was removed from the dispenser coil with slight resistance. There was slight resistance removing the protective sheath and force was used. The stent became dislodged and found in the protective sheath. There was no patient involvement. The device was replaced with a non-abbott 2.5x27mm stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported difficult to remove from the protective sheath in addition to the hoop/tray could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It should be noted that the multi-link 8, multi-link 8 small vessel (sv) and multi-link long length (ll) coronary stent systems (css) instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.